Manufacturer narrative:
Device evaluation details: the thermocool® smart touch® sf uni-directional navigation catheter was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device were performed following with bwi procedures. The device was inspected and was found a hole in the pebax, the peek housing bent, and electrode #4 lifted. The screening test was performed, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed however temperature was not displayed on the generator due to an open circuit on the tip area. The force issue reported and the temperature issue observed during the test could be related to the damage observed on the tip. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed since the force issue could be related to the hole in the pebax. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: (B)(6) explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the force and temperature issues. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to electrode # 4 lifted. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4)

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax and electrode damage. It was initially reported by the customer that during the operation, error 106 was displayed on the carto system. A second device was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported error 106 issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 17-jul-2023, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax, the peek housing bent, and electrode #4 lifted. These findings were reviewed and assessed the issue of hole in the pebax and damaged electrode to be MDR reportable malfunctions.